Event description:
It was reported that the external pulse generator (epg) powered up with a "self test error 0004" error message. Technical services (ts) had the caller remove the battery to clear the error. The epg then powered on to its default settings several times when the power was cycled and will be placed back into use. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).